Manufacturer narrative:
Evaluation summary:evaluation was performed and the reported condition of blank screen was confirmed due to depleted batteries. Inspection of the pump revealed depleted main batteries. The main batteries were replaced. The pump was tested for proper operation and the pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
The facility reported an infusion pump with blank screen. The event was reported to have occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.